Event description:
Pt reported, the infusion sets are leaking insulin after 24 hours of use. This occurred with the last 3 infusion sets which were all from the same lot and on a few separate occasions. Pt reported, the infusion set self-adhesive becomes wet during boluses, and he is confident the leak is from the cannula and not from the connection of the infusion tubing and headset. No physiological effects were experienced. Infusion sets were requested for eval, and pt was advised to call with add'l concerns. Pt did not require treatment from a health care professional or second party to address the issue. No add'l details were provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.